Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one week following the implant of this transcatheter bioprosthetic valve into a patient with a stenotic, non-medtronic surgical aortic valve (sav), fevers, strep mitis bacteremia and endocarditis developed. Cerebral vascular accident (cva) occurred secondary to septic emboli to the left occipital and parietal lobes. Antibiotic treatment was administered. Approximately three years following the valve implant, the patient was admitted to the hospital for shortness of breath (sob). Bioprosthetic aortic valve stenosis had developed. Transesophageal echocardiogram (tee) identified moderate leaflet thickening and calcification. A normal gradient across the valve was reported. Severe intra-valvular regurgitation was present between the sav and the transcatheter valve. It was reported that the jet was high eccentric and originated posteriorly and coursed anteriorly. Approximately three years and four months after implant, the valve was replaced with a non-medtronic surgical valve. No additional adverse patient effects were reported.